Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error, low battery and power loss alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. No unexpected replace battery now alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a replace battery alert without a low battery alert. The customer¿s blood glucose level was unknown. The customer stated the type of battery in use was lithium. The customer stated that the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. The customer stated that this was the second occurrence of replace battery alert without a low battery warning. The customer also reported repeated failed battery alerts. The insulin pump will be returned for analysis.